Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the cause of the <(><<)>50 ohms was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller was reporting impedances >50 ohm on c-1 that occurred during a system replacement. The rep was calling inter-operatively because the new ins had > 50 ohm on c-1 with inter-operative testing. It was noted the health care physician (hcp) tried reseating the lead multiple times and always c-1 was less than 50 ohms. It was noted the patient had been getting good ¿bellows¿ and the bi-polar pairs seemed to be ok. The hcp was going to close and they would not use contact c-1 for programming. There were no further complications reported.